Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk recognized.

Event description:
Balance issues worsening following essential tremor treatment.